Event description:
It was reported that the patient had to go to the emergency room and was admitted into the hospital with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod. Symptoms reported include heavy panting, abnormal breathing, profuse sweating, and hair with a frizzy appearance. The patient was treated with insulin and unspecified intravenous fluid. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone14.7. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.